Manufacturer narrative:
The customer has only sent the digital board to zoll technical svc for eval.

Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, the device displayed error message codes "status 93", "status 66" and "cannot dump" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.